Event description:
Allegedly revised due to broken component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00246, 00247.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint reviewed. Package insert reviewed. Product not returned.